Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that since then the patient had not noticed any improvement in their symptoms as they were worsened. The patient had not been able to go to the bathroom since surgery. Caller mentioned patient was catheterized before leaving the hospital. Before the battery replacement, patient was catheterizing themselves and they still have some catheter and they wanted to release them. Caller stated that patient sometimes was able to go and sometimes was not. Caller stated that going to the bathroom at nighttime was a real pain, the patient knows they have to go, they drink water and try again and stick in the bathroom for a while, and then tries again. The patient mentioned they think pain medication was interfering with the therapy and causing bladder retention. Caller stated that the surgery site felt hot and a little red yesterday, and this morning is a bit better. Caller confirmed they will be having an appointment on (B)(6). The patient mentioned that a year ago they spoke with the manufacturer representative (rep) and they were asked how many times they had to catheterized themselves and they stated they did not at that time because of the stimulator. Agent redirected caller to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care professional (hcp). The hcp stated that the device/therapy/procedure was not the causal or contributory with respect to the catheterization. The patient experienced urinary retention prior to the device. The retention did not got worsened as a result of the device or therapy. The hcp confirmed that the catheterization was the patient's 'standard of care' prior to the device. The issue was resolved. The device was intended to treat non-obstructive urinary retention.